Event description:
It was reported that a patient underwent a cervical procedure and during the surgery, one of the screws was found with thread damage. The screw was replaced and the procedure was completed successfully. There were no patient complications reported with this event.

Manufacturer narrative:
(B)(6). (B)(4). Product analysis observations: visual observation shows no signs of damage to the threads. There is a portion of the outer part of the head that has been broken out. The broken portion of the head, bout the distance of two flats, was not returned. Given the condition of the threads and the witness marks across form the break it appears that the break may be the result of bend stress rather than torsional overload. Conclusion: the above observations are consistent with bend stress overload.